Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set cannula bent upon removal event on (B)(6) 2025 since infusion set was inserted manually without using the applicator. The blood glucose level was 350 mg/dl. The patient experienced agitation and fatigue. The patient replaced infusion sets and resumed insulin successfully. No additional information available.